Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient an 840 ventilator went into back-up ventilation and screen turns red. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and could not duplicate the reported event. No parts were replaced. The unit passed all testing and operated within the manufacturing specifications.